Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause could not fully be determined. The most probable root cause may be that the servo valve calibration was not in tolerance. There was no patient or user harm.

Event description:
Per biomed, staff was ventilating the patient and they got a disconnection on the vent side and could not clear the alarm, it's not known to the biomed what was done to clear the issue. Staff did not give a lot of information. The device was pm'd about this time last year and is due for a pm. Biomed said he can duplicate the issue after machine runs for close to an hour.